Event description:
The customer reported an infection at the sensor insertion site. The customer washed her hands and did not touch the sensor needle with her hands prior to inserting it. The customer stated that she would be visiting her doctor for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.